Event description:
The customer stated that the axsym analyzer generated higher than expected results for both ca19-9 and ca-125 assays. Results of both assays were repeated within the normal ranges. One patient sample generated an initial result of 350.40 u/ml for ca-125 assay. A new sample from the same patient generated a result of 13.52 u/ml on the same analyzer and a result of 10.76 u/ml for the same assay when tested on another axsym analyzer. Suspect results were not reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This MDR is being filed on an international product (axsym ca-125, ln 7k55-20) that has a similar product distributed in the us (3b41). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.